Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1, b4, b5, b6, d4, g3, g6, h2, h3, h4, h6, h10. Approximately 3 weeks postop, the patient was found to have delayed/altered wound healing. An aspiration of the joint was performed, and the patient was placed on oral antibiotics. The aspiration results were negative for infection, and by the 1 month postop visit, the incision was demonstrating progressive healing without further complication. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 23 days post implantation, the patient experienced delayed wound healing requiring a fine needle aspiration of the joint. Results were negative for deep infection, oral antibiotics were completed, and the incision is healing as expected at the most recent follow up. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02306, 0001825034-2021-02455, 0001825034-2021-02456.

Event description:
It was reported that approximately 23 days post implantation, the patient experienced delayed wound healing requiring a fine needle aspiration of the joint. Attempts have been made and additional information on the reported event is unavailable at this time.